Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead, implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that there was loss of capture and high threshold on the right atrial (ra) lead at post implant check. The lead was repositioned. No patient complications have been reported as a result of this event.